Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation, unit gave an unexpected flashing medtronic logo. Unable to download history files and traces using thump software due to flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-test due to display anomaly. Unable to confirm critical pump error (open book) due to constant flashing medtronic logo. Unable to retrieve software version due to corrupted history files. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies, leading to the constant flashing medtronic logo. Unit was also received with: cracked case-corner of belt clip rails, label damage (faded), battery tube threads - cracked, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for critical pump error (open book) were unknown due to flashing medtronic logo. However, customer allegations for flashing medtronic logo and moisture damage were confirmed when unit was received with unexpected flashing medtronic logo due to corroded electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s pump was exposed to moisture after being worn in a pool for approximately 10 minutes. Following exposure, a critical error occurred and the pump would not progress past the medtronic startup screen. The event involved product mmt-1886. Troubleshooting was performed and confirmed no cracks or external damage, but fluid was present inside the pump. The device could not be restored to normal function. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No further patient complications were reported, and product return is required for mmt-1886.